Event description:
The facility had reported an infusion pump with a failure code 812:02. Although an attempt had been made by baxter to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.